Event description:
It was observed that during device evaluation, the duodenovideoscope had leak in the forceps elevator. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The initial medwatch reported the returned device had a leak in the forceps elevator and the tightness had been lost. This issue is not likely to cause or contribute to death or serious injury if it were to recur.